Event description:
Customer reported a malfunction with their insulin pump, identified by the malfunction code malf 24, which was not resettable. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement pump with updated software, provided instructions on necessary steps upon its receipt, and advised on returning the faulty pump using a prepaid return box. The customer understood these instructions and acknowledged the actions to be taken.